Event description:
Pulmodyne CPAP (continuous positive airway pressure) device experienced a malfunction that appeared to be due to a defective seal around one of the hoses. This malfunction caused a lapse in patient care and has been documented as such.